Event description:
Device diagnostic testing at office resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance test result. The patient was referred for surgical revision to resolve the high lead impedance issue due to suspected lead break, generator/lead connection issue, or electrode/nerve interface issue. Review of x-rays by both a radiologist and the treating physician did not reveal any obvious discontinuities in the ncp system device dianostic test data from previous office visits was not available for review; however, the physician did indicate that he had seen the patient approximately 12 months earlier, at which the time the device was reportedly working fine. The patient has not experienced any recent injury or trauma that many have damaged the ncp system. No adverse event was reported in conjunction with the high lead impedance condition.